Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had their ins replaced in (B)(6) 2017 because they were having to charge it every day. It was noted that they had to charge the ins everyday "pretty much from the beginning." No further complications were reported.